Manufacturer narrative:
Customer refused.

Event description:
Customer reported the speaker is not working and it is unable to sound an alarm if needed. The device was in use on a patient. There was no report of patient or user harm. The remote service engineer (rse) attempted to resolve remotely. Rse successfully got sound working in the comm closet, however, they were unable to get sound working at the nurses' station using the same speaker. An onsite visit was scheduled. Customer later called and canceled the onsite visit stating they resolved the issue. No information on resolution was provided. Cause is unknown.